Event description:
In the flow status bar, it was flashing err and temp. Per the ifus, this is a flow meter temperature error. It was advised that anytime there is an error of this sort, we advise to switch to a new machine. They would like service dispatched. The patient is coming off support soon. If they switched the rotaflow console is currently unknown. (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
Initially it was reported that during treatment in the flow status bar, it was flashing err and temp. According to the summary report (B)(4) (dated 2020-01-31)the customer reports temp error message, exorcised unit to no fail. A full calibration and functional check has been performed per the factory calibration procedures by the technician. After that the unit was returned to the customer and cleared for clinical use. The reported failure could not be confirmed and a most probable root cause could not be determined. A full calibration has solved the error. As reported they changed the unit during treatment. So the device was directly involved and a relationship between the complaint and the device is given. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.